Manufacturer narrative:
To date, information suggests that this medical device has not been returned to boston scientific. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this pacemaker was determined to be in end of life (eol). The patient had been lost to follow up. The device was in aai mode at 50 beats per minute. The device was to be changed out immediately. There were no reported adverse patient effects.

Manufacturer narrative:
Most recently this medical device was removed from service but has not been returned to boston scientific. As new information would become available, this report will be further evaluated and updated.